Manufacturer narrative:
The device was not retuned for analysis, as it was removed from the patient and then discarded at the site. Based on the reported in formation, the user appears to have caused and contributed to the reported events. The investigation is still underway. A supplemental will be submitted when the investigation has been completed. Linked: 2029214-2018-00328 2029214-2018-00329 2029214-2018-00330. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that post the coiling procedure, the patient was transferred to a ward after awakening from anesthesia, then patient complained of paralysis. CT scan revealed all the implanted coil had migrated to distal m1. The coils were removed from the patient. However, during this intervention, a subarachnoid hemorrhage (sah) developed during removal of the coils. External decompression and pressure treatment were provided. Patient's condition was reported as not being good. It was also reported that during the initial coiling procedure, a coil was noted to have partially came out of the aneurysm while implanting, but the treating physician did not recognize it as a problem. Post the procedures, the physician determined the coils were not placed correctly and caused the post procedure events. Additional comments from the treating physician: a stent should have been placed when it was confirmed the coil partially coming out of the aneurysm during the procedure. The patient anatomy was medium level of tortuosity and large in diameter. Cerebral aneurysm / coil embolization under general anesthesia, size: 3,5mm, location: p-com.